Event description:
It was reported by the patient that they experienced diaphragmatic stimulation since the left ventricular (lv) lead was implanted. Per the patient, they had immediate complications after implant and had a prolonged hospital stay. The patient felt that the physician had "hooked" the lead to their diaphragm and felt a "tapping" in their chest. After several reprogramming attempts, the lv lead was programmed off and a revision procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician turned the lv lead back on and the patient seemed fine. The patient stayed at the clinic for twenty to thirty minutes, then decided they wanted the lv lead turned back off. Per the patient, they felt a burning inside their heart. The patient indicated that even with the lv lead off their "heart rate is out of control" and they have noticed a "fluttering".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).